Event description:
It was reported that the stent was found fractured. Reportedly, the pt had leg pain. Imaging was performed and it was identified that the stent was "completely closed down". It was further identified that there were two fractures. The pt status is unk.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway.